Event description:
Additional information received reported that the battery had been completely over discharged. They could not bring it out of over d ischarge after 4, 1 hour sessions. The battery was replaced on (B)(6)-2013. The patient's pain coverage and stimulation had resumed. No further information was provided.

Event description:
It was reported that the patient's implantable neurostimulator (ins) experienced "telemetry issues" and a "suspected overdischarge." It was additionally noted that the patient was undergoing revision to "move the ins pocket site" due to weight loss. It was unknown whether the ins was replaced during the revision. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 377860, lot# v006486, implanted: (B)(6) 2006. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).